Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had blue screened and is not booting into windows and launching the cns software. She was stated that they reboot the cns but within the next 5 minutes the cns blue screened again and shut down. She is now unable to get into windows. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. 32 telemetry transmitters model: zm-531pa.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had blue screened and is not booting into windows and launching the cns software. She was stated that they reboot the cns but within the next 5 minutes the cns blue screened again and shut down. She is now unable to get into windows. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had blue screened and is not booting into windows and launching the cns software. She was stated that they reboot the cns but within the next 5 minutes the cns blue screened again and shut down. She is now unable to get into windows. No patient harm reported. Investigation conclusion: evaluation confirmed the complaint, with the unit displaying a bios error code and a blank screen on power up. Both hdds and the motherboard were found to have failed. As the required motherboard part was no longer available, an exchange was offered and accepted by the customer. Additional device information: d10 concomitant medical device. 32 telemetry transmitters model: zm-531pa. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had blue screened and is not booting into windows and launching the cns software. She was stated that they reboot the cns but within the next 5 minutes the cns blue screened again and shut down. She is now unable to get into windows. No patient harm reported.